Event description:
When the lens exited the inserter, the haptic was missing. The haptic was found in the inserter. No patient injury. Surgery was completed using another lens. The patient's preoperative manifest refraction -1.75 + .25 x 118, and best corrected visual acuity 20/40. Postoperative manifest plano -1.50 + 1.00 x 086, and best corrected visual acuity 20/50 +1. Patient's prognosis- good, normal treatment post-op.